Event description:
The customer reported that after insertion of the catheter, observed hyperemia. The catheter was removed on february 12. (B)(6).

Manufacturer narrative:
The sample was received on 3/23/09 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).